Event description:
Devices 1 and 2: reported to be part of complaint - (B)(4). Sales rep - (B)(6). Complaint age - 91 days (USA) issues - 1 lot code mismatch, 1 extra product codes - 227447000 (x2) lot codes - so2029518 and ag0310 received at cg labs - on 11/04/21 with tracking number (B)(4) shipped from (B)(4) to (B)(6) - on (B)(6) 2021 with tracking number (B)(4). Shipped from (B)(4) to (B)(6) - (B)(6) 2021 with tracking number (B)(4). Decontamination run - not available.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary ==> the device associated with this report was returned. Examination of the returned device found evidence of wear. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.